Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer stating that the patient and their husband were victims of hurricane harvey and lost everything including the recharging of patient's neurostimulator. No further complications were reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was taking the patient longer to recharge the ins, noting that it sometimes takes 3.5 hours per charging session. The patient did not have their ins recharger with them for troubleshooting as it was being replaced. Follow-up was conducted with the patient. No patient complications/symptoms were reported.